Event description:
Additional information received reported that the complaint was unclear. It was noted that the patient had overall an exceptionally good result from the spinal cord stimulator.

Manufacturer narrative:
Product ID 3210, serial# (B)(4), implanted: 1999-(B)(6), product type transmitter product ID 3210, serial# (B)(4), implanted: 1999-(B)(6), product type transmitter product ID 3210, serial# (B)(4), implanted: 1999-(B)(6), product type transmitter product ID 3998, lot# l66850, implanted: 1999-(B)(6), (B)(4).

Event description:
It was reported the patient experienced ¿shocks¿ and was ¿electrocuted¿ by their device approximately a year after implant. It was further reported the patient experienced the shocking when she ¿would lie down.¿ it was noted the patient¿s entire system was explanted in 2002. It was reported the patient experienced hand numbness that was resolved with the implant of a second device system. A supplemental report will be filed if additional information is received.

Event description:
Additional information received from the health care provider (hcp) reported that the device was replaced in 2002 because it was "at end of life".

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was noted that they were "unable to interrogate the device". It was unclear which device they were unable to interrogate. Refer to manufacturer report #6000032-2013-00245 for information about the patient's other device.